Manufacturer narrative:
(B)(4). This is one of 2 products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00604 and 1226348-2018-00605. Concomitant med products: prowler select plus 150/5cm 45 tip. (B)(6). The device history record (DHR) was reviewed relative to the manufacturing, inspection, and packaging of lot 10607099. The DHR indicated that the product underwent final inspection testing at lake region medical and the products from lot 10607099 was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat a basilar artery (ba) trunk aneurysm, the enterprise2 4mm x 39mm no tip ((B)(4)) was being deployed according to the instruction for use (IFU), the distal side of the enterprise2 stent failed to deploy. When the physician attempted to remove the stent, there was strong resistance when the whole enterprise2 stent was being withdrawn back into the microcatheter (prowler select plus 150/5cm 45 tip). The enterprise2 stent was removed with the microcatheter and both were replaced. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during the procedure to treat a basilar artery (ba) trunk aneurysm, the enterprise2 4mm x 39mm no tip (catalog #: enc403900 / lot #: 10607099) was being deployed according to the instruction for use (IFU), the distal side of the enterprise2 stent failed to deploy. When the physician attempted to remove the stent, there was strong resistance when the whole enterprise2 stent was being withdrawn back into the microcatheter (prowler select plus 150/5cm 45 tip). The enterprise2 stent was removed with the microcatheter and both were replaced. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. A non-sterile enterprise device was received contained inside a pouch. The delivery wire was found inside and stuck in the microcatheter from the hub section. The introducer was not received for evaluation and the enterprise stent was found stuck inside of the microcatheter. Functional analysis could not be performed because the delivery wire and enterprise stent were both inside the microcatheter at the hub section. The hub section was found saturated with dry blood. The saturated dry blood did not allow for the movement of the enterprise device through the microcatheter. An x-ray was performed on the body of the microcatheter and the enterprise device was observed stuck in the compressed section of the microcatheter. Lake region medical performed a review of the device history record (DHR) for the lot 10607099 relative to the manufacturing, inspection and packing of this lot. The DHR indicates that the product underwent final inspection testing at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿stent- deployment difficulty-premature/in microcatheter hub¿ could not be evaluated because the delivery wire and enterprise stent were both inside the microcatheter at the hub section. The hub section was found saturated with dry blood. The saturated dry blood did not allow for the movement of the enterprise device through the microcatheter. The failure reported by the customer as ¿delivery wire- withdrawal difficulty-unable to¿ was confirmed because the delivery wire and enterprise stent were both inside the microcatheter at the hub section. The hub section was found saturated with dry blood. The saturated dry blood did not allow for the movement of the enterprise device through the microcatheter. Procedural factors and handling process may contribute to the failure as reported. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.